Manufacturer narrative:
An event of use of device problem (could not hold the heart tissue in place) could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The returned device was inspected and no anomalies were noted. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported event appears to be related to patient anatomy. The patient effects of pericardial effusion could not be conclusively determined. The reported minor injury/ illness / impairment was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 6mm amplatzer duct occluder was selected for implant. During procedure, the occluder "could not hold the heart tissue in place, resulting in a small amount of accumulation." The user further described that the procedure failed due to the patient's heart tissue problems, which resulted in the occluder not being able to hold the heart tissue. Therefore, the procedure was stopped and no device was ultimately implanted due to patient anatomy. There are no allegations of malfunction with the 6mm duct occluder and no allegations to the sizing of the occluder. Of note, it was reported that the patient experienced pericardial effusion. The patient was reported to have been discharged home in stable condition. No additional information was provided.